Event description:
It was reported that the bd vacutainer® serum blood collection tube experienced foreign matter contamination which was noted prior to use. The following information was provided by the initial reporter: fm got mixed.

Manufacturer narrative:
H.6. Investigation summary: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for black fm with the incident lot was observed. Additionally, evaluation/testing of the customer samples was performed and black fm was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. H3 other text : see section h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd vacutainer® serum blood collection tube experienced foreign matter contamination which was noted prior to use. The following information was provided by the initial reporter: fm got mixed.